Event description:
It was reported that this device's battery was depleting prematurely. A request for data review was needed. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device's battery was depleting prematurely. A request for data review was needed. At this time the device remains implanted. No adverse patient effects were reported.